Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew0733 showed one similar product complaint(s) from this lot number.

Event description:
It was reported catheter site local infection the event occurred at the right side of the body. Mild severity and related to the device (catheter) and related to accessories (guidewire, stylet), but unrelated to the procedure. Outcome: ongoing. Action taken: device removed; swab from catheter site for c/s taken (B)(6) 2021. Change of antiseptic solution. The local infection was confirmed by swab from catheter site taken. Additional details of adverse event were: "use of competitive product. On (B)(6) 2021: swab result positive for staphylococci aureus. On (B)(6) 2021: catheter removed."